Event description:
Covidien received information stating that while in use on a patient an 840 ventilator stopped cycling when the alternate current (ac) plug was accidentally unplugged. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and reviewed the memory logs, there were no errors to support the reported problem. The cse could not duplicate the alleged event. The cse ran the ventilator in normal operation and unplugged from ac power several times, ventilation continued as set. The cse ran all calibrations, short self test, extended self test, electrical safety and performance verification testing. All tests passed per the manufacturer's specifications at the time of service. Covidien reference: (B)(4).